Event description:
It was reported that on (B)(6) 2022, the screwdriver became stripped and was not able to advance screws into the plate. In the same surgery a separate screwdriver got stuck inside the screwdriver handle and would not come loose. Another set was used to complete the procedure. There was no patient outcome/consequences. The surgery was completed successfully with a surgical delay of 5 minutes. This report involves one (1) handle with mini quick coupling. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: therapy date is (B)(6) 2022. Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 311.01. Synthes lot # h879605. Supplier lot # h879605. Release to warehouse date: january 20, 2021. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 2.4mm sddrive screwdriver shaft was stuck in the handle with mini quick coupling. The complaint can be confirmed. No other defect was found. A dimensional inspection for the handle with mini quick coupling was unable to be performed due to the 2.4mm sddrive screwdriver shaft is stuck on device. A functional test to assess the unable to disassemble condition was conducted and it was unsuccessful. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle with mini quick coupling would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.